Event description:
It was reported that the scalpel stopped functioning part way through a right laparoscopic radical nephrectomy. A second scalpel from the same lot was opened and worked for the remainder of the case. No patient consequence.